Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported when the mobile programmer analyzer was used during procedure to perform test on right ventricular lead it timed out with a diagnostic message stating that it was unable to connect to analyzer and that command was not available (or found). The issue was encountered when the user touched the screen to come on and it had started pacing at five volts. The user then switched screens and re-attempted the test however a diagnostic message was displayed which stated "parameter change not confirmed. The requested parameter change could not be confirmed. Ensure base it connected to tablet, reattempt parameter change." The screen was then unresponsive and the user disconnected the pacing cable from the analyzer and switched to the device screen which allowed programming of the device and both sessions were ended. The analyzer was then then shut down and relaunched whereupon device was interrogated and analyzer able to be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of it timed out with a diagnostic message was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.